Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014 and 680r28 heart ring, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial (ra) lead has been exhibiting high atrial thresholds for the past few months and that a high atrial threshold alert had been triggered. The ra lead remains in use. Additionally, it was reported that the right ventricular (rv) lead has a history of t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.